Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospital visit for the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer's daughter is reporting on (B)(6) 2016 an irritation from (B)(6) 2014. She stated her mother had pod site irritation and that her mother has always had sensitive and allergic reactions to things. Customer noted hypoglycemia and hyperglycemia . Pod was worn between 36 and 48 hours on the back and became itchy, with skin chafing, dark and red blotches. There were five blotches on the back about the size of a baseball. Four parts of the lower back were scabbed over from the pod placement and the redness and itchiness became uncontrollable. She states that after using skin tac, the skin began to deteriorate and feel like it was burning and felt like it was falling off. She went to hospital for treatment and for the irritation. Nurse advised to obtain antibiotic cream from store for treatment.